Event description:
A medical assistant was lowering the back down on the table. The employee had their arm behind the back section to assist in doing this when the back collapsed onto her arm. She jerked her arm to try to bring it out from under the back and injured her shoulder.

Manufacturer narrative:
We were unable to evaluate the broken component. The component was replaced and discarded prior to midmark becoming aware of the event.